Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions, assisted with resetting the pump, and advised the caller to continue using the pump while instructing to call back if the error occurred again. The caller confirmed understanding of these instructions.